Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 27.2 mmol/l. The customer treated high blood glucose level with multiple daily injections. The insulin pump also received insulin flow block alarm and they saw insulin coming out of the tubing during set change. Troubleshooting was performed and they customer stated that the insulin pump alarmed insulin flow block. It was unknown if the customer was using auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Unit functioning properly during testing.